Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 11 months post implant of this 21mm aortic bioprosthetic valve, the patient underwent a transcatheter aortic valve replacement (tavr) due to mild-moderate insufficiency. No additional adverse patient effects were reported.